Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred frequently. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the event occurred, but there was no reported delay in therapy or medical intervention. The sales representative (rep) visited the hospital and replaced the device with another v60. Investigation is ongoing.

Manufacturer narrative:
After the customer accepted the repair quote, the field service technician replaced the cpu pcba, after which the issue was resolved. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred frequently. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device kept operating when the event occurred, but there was no reported delay in therapy or medical intervention. The sales representative (rep) visited the hospital and replaced the device with another v60. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred frequently. The field service technician evaluated the device, confirmed the occurrence of the 1104 "backup alarm failed" alarm error in the event log at the service center, and found that the central processing unit (cpu) printed circuit board assembly (pcba) needed to be replaced. A repair quote for the replacement cpu pcba was sent to the customer for approval.